Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified circumflex artery. A 10mmx4mm flextome cutting balloon was selected for use. During the procedure, inflation was performed in the target lesion. However, it was noted that balloon ruptured before reaching nominal pressure. The procedure was completed with a different device. No patient complications reported.